Event description:
Rn attempted to pull blue stopper from IV bag and the port completely dislodged from bag causing a loss of high cost medication. Attempted to utilize another bag from same lot number with same outcome. Total of two lost med doses. Staff pulled new lot number and product worked without issues.